Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The devices sensor board will be replaced to address the issue. Conclusions - device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received information alleging a ventilator was exhibiting a control flow sensor error. There was no harm or injury reported.